Manufacturer narrative:
(B)(4). Batch # r9266g. Investigation summary: the device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the tip broke. It is unknown as to how the tip was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.